Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11 the lens was returned positioned incorrectly in the lens case in the lens carton. Viscoelastic was dried on the lens. The optic was cut with a serrated edge into two pieces. The optic edge was torn and was split in two areas with cracked damage. One haptic was broken in the gusset area. The broken haptic was returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with two qualified viscoelastics. The reported damage was observed. The root cause cannot be determined for the reported complaint. The instructions for use instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscoelastic device-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the cartridge. The instructions for use instructs to completely fill the cartridge with ophthalmic viscoelastic device immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscoelastic device in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscoelastic device, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece instructions for use instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was loaded as usual with no issues noted by experienced staff. The lens cartridge was inserted into the injector and engaged with no problems or stiffness. The surgeon placed the lens into the eye with no resistance. Once inside the eye, the lens was found to be cracked. The lens was removed during the initial procedure, replaced without issue, and the procedure was completed on the same day.